Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74-year-old female patient implanted with impella cp the evening before a planned high-risk pci procedure. Patient was moving around in bed and the access site showed a bleed. The patient anticoagulation (ptt) was supra-therapeutic and heparin was stopped. Bleeding was stopped with standard interventions, however a blood transfusion was given. Patient had coronary procedure 4 days later, and was successfully explanted.